Event description:
In 2006, et was found on the floor with her body leaning against the bed and her neck caught on the inside edge of the m-rail lower bar that slides under the mattress. She had expired. The m-rail was ajar and angled away from the bed, it was not tight against the mattress. Family member reported that she attached the m-rail onto the hospital bed at her mother's request.